Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed a bent micro switch and wear and tear damage on the following components: front cover, pole clamp, and line cord. The investigator also noted a cracked enclosure and tank cover. Upon power up, the investigator also noted a loud pump assembly. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (noisy micro switch stuck in the open position) was confirmed during testing. The product problem was attributed to a faulty pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The following components were replaced:  pump, enclosure, tank cover, front cover, micro switch, line cord, pole clamp, and reflux plug.  Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had a "micro-switch in the back making a grinding noise/ stuck in the open position won't release". No patient involvement.